Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, a leak was observed in the bending cover due to a perforation. The objective lens was cracked and damaged. The instrument channel port was worn. The light guide lens was cracked. The light guide tube was slightly worn. The customer provided their cleaning, disinfection and sterilization processes, stating that manual cleaning is performed with kaiteng cleaning agent, and weigao ruike'an disinfectant. An alcohol flush is performed after disinfection. An automated endoscope reprocessor (aer) is not used. Once the investigation is complete, this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, the endoscope tested positive for microbial contamination. No further details were provided regarding the microbial contamination. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the reported event. During inspection and testing of the returned device, the reported issue (microbial contamination) was not confirmed, as the scope was not microbiologically tested by olympus.

Event description:
Additional information was received from the user facility regarding the reported event (the endoscope tested positive for microbial contamination): the department of nosocomial infection at the user facility was contacted. The bacteria detection in the hospital only focuses on whether the bacteria are detected and exceed the standard. The specific name of the bacteria, and the respective number of colony forming units, are not explained by the hospital.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the event could not be confirmed, a definitive root cause could not be established. Growth of microorganisms were found through culture testing by the user after reprocessing however, the culture report was not shared and further data regarding detection amount or types were unavailable. The instructions for use (IFU) states the following: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.